Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for suspected pump thrombosis. A review of the submitted log file data revealed that the pump parameters were fairly stable and operating over similar ranges throughout the 13 day log file period. The patient had elevated serum bilirubin levels and bilirubinuria. The patient's lactate dehydrogenase levels increased from approximately 500u/l (baseline) to greater than 1000u/l. Suggestive of a subclinical thrombosis. A ramp study performed on (B)(6) 2014 did not reveal evidence of suspected pump thrombosis and was consistent with the results of the submitted log file data. As a result, the hospital suspected that the patient may have suffered from a subclinical pump thrombosis and will transition him back to warfarin with a target internation. Al normalized ratio (inr) valued of 2.0-2.5. No pump power elevations were reported. The patient will continue to be monitored. No other information was made available.

Manufacturer narrative:
Based on the information provided and due to the pump not being available for evaluation, a specific cause of the reported event could not be conclusively determined. The device remains implanted and in use by the patient with no further events reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the device. The device was returned assembled with the percutaneous lead (lead) cut approximately 5¿ from the pump housing and the remainder of the lead was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however the remainder of the outflow conduit (outflow graft and outflow graft bend relief) was not returned. Visual examination of the outflow elbow did not reveal any evidence of thrombus formations or depositions. Examination of the device upon disassembly revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This clot¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball, as well as the contact marks observed along the tapered portion of the rotor, suggest that it was present while the device was supporting the patient. Although a cause for the formation of this thrombus could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. Upon removal of the observed deposition the device was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
Additional information was received that the patient, who had been implanted at one hospital, was admitted to another center for transplant. It was reported that pre-transplant the patient had developed a driveline infection. The patient's pump was explanted and a heart transplant was completed. The surgery reportedly went well.